Manufacturer narrative:
Product ID: 39565-65, lot# v483871010, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer.(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) would turn off automatically for approximately 1 year. She would feel the stimulation getting lower and then it would turn off. She was able to turn the stimulator back on with the programmer or recharger when this would occur. She had to constantly charge the stimulator because the stimulation was on all the time. The stimulator would seem to turn off at different times and at different locations during the day. When the stimulator was turned back on, it was at least half charged, and she had no scheduled therapy. The patient was not near the patient programmer or recharger when the stimulator would turn off. The device was interrogated and no problems were found. Additional information received reported that the patient was still having problems with the device or therapy but was working with her physician or manufacturing representative to resolve. An appointment has not yet been scheduled.